Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier jaws locked. There were no pt consequences. Case completed with another device of the same product code. Add'l info has been requested to clarify if the device was locked on tissue.

Manufacturer narrative:
Date sent: 06/05/2009. Information anticipated, but unavailable at this time.